Event description:
The user facility reported that the insertion sheath broke while the guidewire and arteriotomy locator were removed. Mechanical thrombectomy and fibrinolysis with urokinase were performed on a patient with mesenteric ischemia as an emergency. Vascular access by the left femoral artery with an 8 french sheath, obesity. It was decided to perform a delayed removal of the introducer after 48 hours and hemostasis with 8 french angio-seal was performed. During the preparation of the device, they did not have any strange sensations upon initial handling. The angio-seal guidewire was introduced, and the 8 french sheath was removed. The assembled angio-seal introducer-localizer was then introduced without any difficulty and the wall was located. When removing the dilator, they observed severe active arterial bleeding and verified that the hemostatic valve and approximately two (2) cm of the introducer were sectioned in his hand. They quickly performed manual compression and tried to remove the remains of the angio-seal sheath with the help of a mosquito. The angio-seal sheath continued to fracture into small pieces without exerting any force. They carried out this action until all the subcutaneous tissue material was removed and they checked with ultrasound that everything had been removed from the subcutaneous tissue and that nothing had been left inside the patient. Hemostasis was performed with manual compression and the patient did not have any damage or symptoms derived from this situation. A subsequent ultrasound check showed normal vascularization of the left lower limb. Additional information was received on 13feb2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable. The blood loss less than 30cc's. No concomitant medical products used with the angio-seal. No angio-seal devices are not stored in a pyxis system or outside of their original packaging. Sheath breakage can occur if the device is exposed to lighting during storage as the sheath may become brittle. The facility does not have a whole room sterilization equipment in place. There were no warnings provided in the case box regarding storage of the device. They have used the other devices without problem.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: nurse supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.